Event description:
The customer reported poor image quality, blurry images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries, camera, climax coupler, and performed a filament and camera calibration. System operates as intended. (B)(4).